Event description:
Additional information from the patient's physician was received. The patient had not been seen but would be seen at the end of (B)(6) 2014. The cause of the event was unknown and no additional details were provided.

Event description:
Additional information received reported the cause of the event was determined and was device related. Reprogramming was needed. There were open circuits on 0, 3, 4 le lead. Reprogrammed regaining therapeutic still on remaining leads. The patient recovered without permanent impairment. The death was considered to be device related. It was unclear what the actual patient outcome was, since it was noted they recovered, but then the death was device related. Further follow-up is being conducted to verify the actual patient outcome. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a problem with his stimulator. About two months prior to the report, it ¿surged and hit him real hard in the legs, arms and stuff, it was still working fine and stuff.¿ the patient was just sitting around and it just ¿smacked him real hard, it made him even jump.¿ the stimulator went back to normal and everything was fine, and the patient was able to recharge the implantable neurostimulator (ins) twice and everything was fine. The patient went to recharge the ins the night prior to the report and ¿lost the legs on it.¿ it was clarified that the patient stopped feeling stimulation in his legs, and he was still feeling stimulation in his arms and upper area and that was fine. The patient was on group a and verified that stimulation was turned on. The patient had group a and b and had 4 leads. Stimulation was currently at 2.80 bolts for both legs. The patient usually kept stimulation between 2.80 and 2.90 volts. Group a was for his legs and he believed group b was for his arms, neck, and both sides of his face. He had ¿cranked it up all the way up¿ to see if he would feel it in his legs again, but stimulation did not return to his legs. The patient had a lot of stimulators, ¿the big ol¿ hockey pucks in the day, supposed to last 5 years¿ and he¿d go through them in 2 years. The patient preferred his current stimulator, really liked it, and it worked better. The patient had an appointment with the healthcare provider at the end of the month when additional information will be requested regarding patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-33, lot# j0527408v, implanted: (B)(6) 2005, product type: lead. Product ID: 3888-33, lot# j0527869v, implanted: (B)(6) 2005, product type: lead. Product ID: 3998, lot# la9913, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Additional information received reported, the box checked regarding if the patient death was device related was checked in error. The patient was very much alive and was seen in the healthcare provider (hcp) office the day prior to the report for a routine follow-up.

Manufacturer narrative:
Date of death is unknown, date of information received used. (B)(4).